Manufacturer narrative:
D4: the lot expiration date is on an unspecified date of october 2027. H10: the device was received for evaluation. A visual inspection with the naked eye was performed and there was no defect observed that could have contributed to the reported condition. Pressure test and clear passage under water tests were performed which revealed a leak in the lower housing assy seal of the filter. The reported condition was verified. The cause of the condition was a method process variation at the step when the ends of the product are sealed on the radio frequency equipment during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set leaked from the reservoir. The issue was identified during flushing. There was no patient involvement. No additional information is available.